Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ stopper is deformed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two photos and one loose 3ml ll syringe were received and visually inspected. A slight angularity of the stopper was observed. No other defects were found in the returned sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The sample was measured for stopper angularity per procedure. The observed stopper angularity was found to be well within product specification. Root cause not defined since defects were not confirmed in samples/photos received. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ stopper is deformed. No serious injury or medical intervention was reported.